Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc on the left breast implant and with mentor memorygel breast implant 400cc on the right breast implant and experienced bilateral capsular contracture baker grade iii on the right breast and baker grade IV on the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 4/14/2020, it was reported to mentor that the replacement devices were mentor memorygel breast implant 500cc. On 4/27/2020, during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed for the finished device number 7413833, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Ptosis complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/5/2020, a manufacturing record evaluation (mre) was performed for the finished device number 7413833, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/7/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/2/2020, it was reported to mentor that the patient experienced ptosis. The date of removal was (B)(6) 2020. The patient¿s weight was 129lbs and 5 ft 2 inches height. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on 04/28/2020, it was decided to remove code capsular contracture from the right breast implant and remove anisomastia code from the left breast implant to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).